Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Image quality failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of image quality failure was confirmed. The probe cable rubber is dry and damaged due to moisture and movement. The rubber of the probe buttons is damaged and the buttons do not work, due to moisture during use which peels off the protection and damages the electronic contact. H3 other text: evaluation findings are in section h11.

Event description:
Image quality failure.